Event description:
A customer reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Corrective actions included replacing the pump, which was confirmed to be within warranty. The customer was informed of the need for replacement and instructed on using multiple daily injections as a backup therapy. The replacement pump serial number was confirmed, and instructions were given for returning the problematic pump, including allowing the battery to deplete before transport and using a pre-paid label and return box.